Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were received for evaluation and physically investigated. During physical investigation a catheter and a guide wire received. The guide wire was found broken at 40 cm from the tip of the guidewire the rest of the guide wire had a length of 280cm. The test guide wire went through the catheter with huge resistance. Aspiration test was performed, and nominal aspiration level was achieved. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient thrombectomy and atherectomy procedure using rotarex catheter in the right femoral anterograde via ipsilateral puncture. During the procedure, the device allegedly had a failure. Another device was used to complete the procedure.